Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 164, 173 and 170 mg/dl. Customer was unable to confirm if the results were his or his wife's; reference internal report number (B)(4). The customer does not know his expected blood glucose test result range. At the time of the call the customer feels well and did not report any symptoms. Customer stated that when he obtained the high results he would take his metformin and then started to feel sick because his glucose was too low. Customer stated he would just eat something and feel better. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 09/29/2024 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1 : 164 mg/dl, date: (B)(6). Time: 11:05 am, unsure. Result 2 : 132 mg/dl, date: (B)(6). Time: 08:32 pm, unsure. Result 3 : 138 mg/dl, date: (B)(6). Time: 11:23 am, unsure. Result 4 : 173 mg/dl, date: (B)(6). Time: 02:51 pm, unsure. Result 5 : 170 mg/dl, date: (B)(6). Time: 03:10 pm, unsure.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4). Test strips were not returned for evaluation - customer had returned the incorrect test strips. Meter was returned -reported defect not reproduced on returned meter. Product evaluation has been completed and most likely underlying root cause selected. Retention strips passed within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.